Event description:
The customer reported that the pumpheader tubing split spilling blood into the raceway. The tubing and pumpboot were changed out. It was reported that at the time of the issue, the pt was cold and they were off bypass 90 seconds. Bypass was restarted and there was no pt detriment. Blood loss was 40cc and no intervention was required to compensate for the blood loss.

Manufacturer narrative:
Upon inspection of the failed segment of tubing as it lays on a flat surface, it was noted that the fracture is not on center at the apex of the tubing diameter. The tubing compression line was visible. The compression line forms inside the lumen at the top and bottom of the tubing as result of it being pinched between the pump roller and raceway wall. The compression line started on center, to the left and then tracked off center to the right. This would suggest that when the tubing was installed in the pump raceway, a slight twist (approximately 45 degrees) was applied when it was locked in place. This adds stress to the tube and may shorten its life. The heart lung pack instructions for use provide specific directions for loading tubing into the pump head, setting proper occlusion and changing out failed tubing.